Event description:
It was injected with artefill to correct marionette lines. Within one month there was no sign of improvement and I began having continuing problems. Opening my mouth wide is difficult and when I yawn it feels like something is pulling or tearing. I have a weird sensation that feels like a constant numbness. I have clumps of product where the artefill is placed and suffered with a painful infection and unable to eat properly. I lost 10 lbs. I have suffered much embarrassment as the continuing problems have not allowed for me to have any other injectables or cosmetic improvements and this has caused me extreme loss of confidence and low self esteem.